Manufacturer narrative:
(B)(4). Journal article details; title: distal stent graft-induced new entry after tevar of type b aortic dissection: experience in 15 years authors: qing li, md, phd, wei-guo ma, md, phd, jun zheng, md, shang-dong xu, md, yu chen, md, yong-min liu, md, jun-ming zhu, md, l ian-jun huang, md, and li-zhong sun, md ann thorac surg, 2019;107:718¿24, doi: https://doi.org/10.1016/j.athoracsur.2018.09.043. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant and talent stent graft systems were implanted in a patient group for endovascular aortic aneurysm repair. Non-medtronic stent grafts were also implanted in the patient group. The following adverse events were observed in the patient group: distal sine (intimal dissection) re-intervention aortic rupture stent graft infection retrograde type a dissection cerebral hemorrhage pneumonia death-patient deaths were also reported, however there is no causal link that a medtronic device may have caused or contributed to the deaths.